Manufacturer narrative:
Block b3: approximated to january 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was unable to deploy. The physician had to pull the scope out to get the clip off. The procedure was completed. There were no patient complications reported as a result of this event.